Event description:
A patient reported she elected to have her intraocular lens removed and replaced due to her issues with halos and glare. Halos and glare a known and labeled possible side effect of multifocal lens implantation.

Manufacturer narrative:
The device was not returned for analysis. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.